Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low glucose values. Date of issue is an approximation. The patient stated the dexcom continuous glucose monitor (cgm) alerted him that his blood glucose was 60mg/dl and started to feel dizzy. The patient indicated that he was admitted to the hospital and after being admitted for 2 and a half hours, his blood sugar was checked, and it was reading 20mg/dl. The patient stated he was in the hospital between 1 to 7 days and was released after he was feeling good. There was no allegation against the device as the patient could not provide additional details regarding the event due to his forgetfulness. No additional patient or event information is available.